Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. No further information was received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-01478. It was reported the patient¿s ipg had an increased recharge burden. It is unknown how frequently ipg was recharged or if ipg provided at least 24 hours of therapy. Surgical intervention was undertaken wherein the system was explanted.